Manufacturer narrative:
Complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Log files and pictures of functional inspiratory block were provided. Based on the information provided, it has been confirmed to be an inspiratory block issue. A replacement has been issues to the customer.

Event description:
The customer reported that the bellavista 1000 alarmed technical failure 379 (no o2 dosing possible), technical failure 387 (no o2 dosing possible), and technical failure 401 (inspiration valve or device leaky). The customer confirmed that there was not patient involvement associated with the reported issue.